Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - lead integrity alert triggered 1 - patient alert for lead failure predictor on (B)(6) 2011 15:00:03. Sensing - oversensing 4 - ventricular nst<=200 ms average v-cycle between (B)(6) 2011 23:07:54 and (B)(4) 2011 22:30:15.

Event description:
It was reported that there was oversensing noted on the pace/sense portion of the right ventricular lead. The lead integrity alert triggered due to oversensing and noise was observed. The patient was evaluated in the ep lab and no issues were found with the lead so no intervention was taken. The noise seen on the electrograms was most likely due to emi form video gambling machines. The lead remains in use. No patient complications have been reported as a result of this event.